Event description:
The user facility reported a 71-year-old male patient needing mechanical circulatory support. It was reported that the patient was on impella cp support and the impella cp appeared ¿kinked¿ near the motor housing on the distal side of the aortic valve. The staff observed reduced flows and inconsistent suctioning. The device was successfully removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B1: corrected from ¿adverse event¿ to ¿product problem¿ h1: corrected from ¿serious injury¿ to ¿malfunction¿.